Event description:
It was reported by a customer on (B)(6) 2011, the fiber pouch was open when pulled out of the box. Per the customer, the fiber was not pulled out of the box while in the middle of the procedure.